Event description:
It was reported that the patient had bradycardia. The right ventricular (rv) lead was fractured, had high impedance, and was not capturing. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer, analyzed, and the distal conductor was fractured. It was also noted that the proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut and had cosmetic depression. There was blood in/on the helix mechanism. The analyst also noted that the anchoring sleeve fixation site could not be determined.